Event description:
It was reported that two months ago, the volume intensity of the sound suddenly decreased. The pt suffered from vertigo and pain around the implant zone at the same moment. Whenever the pt was wearing her audio processor, she had various vertigo crises with pain. She still has the vertigo crisis and the pain appears every time she puts on her audio processor. The audiologist has to confirm if the audio processor is switched on or switched off when the problem occurs.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.